Event description:
It was reported the patient was not receiving effective stimulation from her scs system. In addition, the patient stated she needed a MRI for stenosis. Subsequently, the patient underwent surgical intervention, where her entire scs system was removed.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.